Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 900 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider on (B)(6) 2025. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.